Manufacturer narrative:
The product was not returned. An attached photo shows the lens outside the lens case in what appears to be a specimen cup on a piece of surgical sponge. Solution appears to be on the lens. Both haptics are broken in the gusset area. One broken haptic is shown laying beside the lens. The other haptic appears to be adhered by solution to the anterior optic surface. We cannot make a determination of root cause from the photo. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens/cartridge combination was indicated. The file indicated the use of a non-qualified viscoelastic. The root cause for the reported complaint appears to be related to failure to follow the instructions for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a implant surgery, one haptic of the lens broken inside the eye. On removal the other haptic broke too. Additional information received and confirmed that, the procedure completed with an enlarged incision plus suture and removed broken intraocular lens and replaced with back up iol.

Manufacturer narrative:
The lens was returned in a specimen container adhered to a piece of paper. Solution was dried on the lens. Both haptics were broken (returned). One haptic was broken from the gusset area. The other haptic was broken from the haptic/optic junction area. The attached photo appears to be of the returned sample. The reported broken haptic was observed. The manufacturer internal reference number is: (B)(4).

Event description:
There was no patient harm reported.